Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lap chole. According to the rptr: the ring broke and fell into the abdominal cavity. The piece was removed. No further issue was reported.